Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the secondary medication of an access disposable set went into the primary medication instead of infusing to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Backflow testing was performed and verified the reported condition of backflow. The reported issue was cause by the material supplied to the manufacturing facility. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.